Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign material in biopsy channel) was not confirmed. The customer confirmed that they removed the foreign material before returning the device to olympus. In addition, service found the objective lens was cracked, there was a leakage from the biopsy channel due to a pinhole, the top of switch key #1 was damaged, there was a black shadow on the image, and the light guide lens was cracked. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was foreign material in the biopsy channel of the subject device. The reported issue was identified while reprocessing the subject device. There was no procedure delay due to the issue. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the device was returned after having had the foreign material removed. Possible causes may include the following: solid or thick matter was accidentally sucked up during procedure. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 67, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor the field performance of this device.